Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. In addition, we confirmed that the light guide fiber bundle(lcb) disconnection; however, it is not related to the alleged complaint. Model ec-3890lzi is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Foggy image, moisture between objective lens and ccd. No pictures available.